Event description:
A hosp in (B)(6) reported via a fisher & paykel healthcare rep that three (3) opt544 adult nasal interface disconnected between the nasal prongs and the manifold. The hosp also reported this complaint to a distributor who added that the clips on the headstrap also became detached. The hosp reported to both the fisher & paykel healthcare rep and the distributor that there were no pt consequences.

Manufacturer narrative:
(B)(4). The opt544 interface is used to deliver humidified oxygen to pts. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the pt's neck or attached to the pt's clothing or bedding to remove the load of the breathing circuit from the pt's nares. Method: the complaint devices were not available for return to fisher & paykel healthcare. An investigation of the complaint was carried out based on the event description. Results: it was reported that the opt544 interfaces came apart between the nasal prongs and the plastic manifold. A lot check revealed no other complaints of this nature for lot number 091127. Conclusion: without the return of the complaint device, we are unable to determine the root cause of the separation. The opt544 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic manifold. (B)(4).